Manufacturer narrative:
The user experienced hyperglycemia requiring emergency medical evaluation while using the ilet. This situation can result in acute metabolic instability and dehydration requiring medical intervention, consistent with the reported administration of IV fluids. Engineering log data was not available for the event timeframe, and no device malfunction was identified. Based on the user¿s report, the event occurred after the infusion set became dislodged and was not replaced due to lack of available supplies, resulting in interruption of insulin delivery. The user administered a manual insulin injection prior to seeking care. Based on available information, the event was attributed to interruption of therapy due to supply unavailability and infusion set dislodgement, rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia following loss of insulin delivery, resulting in an emergency room visit. The user was treated with IV fluids and discharged the same day. The user recovered but reported a secondary condition of esophagitis.